Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the pump was ¿not acknowledging the settings and the pump was not working properly.¿ an attempt to contact the reporter to obtain additional information regarding this complaint has been made. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.